Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause: it could be possible that the print head of the printer got dirty inducing a poor printing and not detected in the next processes. Actions: verification of the print head was performed finding everything clean and with proper settings. An equipment print dr. Was implemented to perform the purging of the print head when dirty to mitigate the risk of these escapes. Investigation conclusion: it was reported there were illegible or missing lot numbers and expiration dates. To aid in the investigation, fifty samples and three photos were provided for evaluation by our quality team. The samples returned are all in sealed packaging blisters. A visual inspection was performed and they all have defective printing on the packaging blister top web bottom side. No other defects or imperfections were observed. The pictures show the lot number and expiration date were not properly printed on the packaging blister top web. This defect could occur if the print head of the printer got dirty inducing a poor printing. A device history record review was completed for provided material number 302830, lot number 1005296. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported that 3,655 bd 20ml syringe luer-lok¿ tips experienced no label or missing label information. The following information was provided by the initial reporter: material no: 302830, batch no: 1005296. Illegible / missing lot number and expiration date.